Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 124 mg/dl. The customer stated that there is crack around the reservoir cap. The customer stated that the device fell off her pants and then hit the floor. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 124 mg/dl. The customer stated that when she pushes her buttons nothing happens. The customer stated that the device hit the floor. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.